Event description:
It was reported the patient presented for implant procedure. Prior to surgery, the atrial leadless pacemaker (lp) was unable to be dock properly prior to the delivery catheter and separated prematurely. A different lp was used to complete the procedure. After surgery, the lp was successfully attached to the delivery catheter and was unable to be separated. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of a connection problem, premature separation, and a separation failure were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the inner helix was stretched out of specification and no anomaly was noted on the outer helix. The inner helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.